Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen jitters; sometimes there is a response; occasionally the operator is unable to change and set parameters. The customer reported patient involvement and no patient harm.